Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analysed. The inspection of the available iegms revealed that due to the detection of intrinsic ventricular fibrillation the device delivered 8 consecutive shocks as programmed on (B)(6) 2012 at 7:39 am, followed by redetections of the persistent ventricular fibrillation. Please note, that the ICD is designed to deliver a maximum of 8 consecutive shocks in case of a redetection of persistent ventricular fibrillation. This is does not represent a device malfunction. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Event description:
This pt experienced a ventricular arrhythmia that did not convert with therapy and perished. The pt was buried with the device and lead implanted. It is reported that dft testing was performed on (B)(6) 2012 and the pt was able to be rescued with 18 joules.